Event description:
When the device was used during a nephrectomy, it stuck on renal vessels after firing. The instrument was cut off to finish the case. No patient consequence was reported. One device is being returned.